Event description:
It was reported by (B) (6) from (B) (6) that they received an edwards valve. It was reported that the valve was explanted due to aortic stenosis. No additional information is available at this time. (B) (6) will send the valve dry as that is how he received it from the surgeon. (B) (6) 2010 received device from (B) (6) with additional patient info.

Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is minimal at the stent inflow. The x-ray demonstrates calcification. X-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (6) from (B) (6) that they received an edwards valve. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.